Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am way better than when I had essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain is real"), headache ("headache"), arthralgia ("joint pain"), fatigue ("fatigue"), hyperhidrosis ("sweating") and abdominal pain ("abdominal pain") and was found to have weight increased ("I have gained about 60 lbs. Over the course of two and a half"). The patient was treated with surgery. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, fatigue, headache, hyperhidrosis, medical device removal, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: duplicate case found and deleted: (B)(4). Events added: medical device removal, horrible headache, joint pain, fatigue, sweating, abdominal pain. On 23-mar-2020: information received via social media: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.